Manufacturer narrative:
Evaluation of the complaint sample confirmed the reported failure mode. Inspection of the cannula/hub joint noted the presence of epoxy in the hub, but not the proper amount to sufficiently bond the hub to the cannula. A review of the complaint data identified a previous trend regarding needle performance (specifically needles separating from the hub during use). An internal investigation ((B)(4)) is under execution regarding this previous trend. All corrective action (including manufacturing and quality plan improvements) will be implemented subsequent to the manufacture of lot l0e223. A review of applicable manufacturing procedures identified specific manufacturing steps that may have contributed to the reported failure mode. The contribution of these manufacturing steps will be evaluated in (B)(4). All applicable manufacturing and quality personnel will be notified of this complaint in an effort heighten awareness regarding this failure mode and minimize any impact from the manufacturing processes. A device history review (DHR), raw material history files and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident.

Event description:
Client claim this is not the first time that the needle 16 g x 3 was broken after aspirating 4 to 6 time causing pneumothorax. The metal part of the needle came apart from the plastic part in which the syringe is luer locked.